Event description:
It was reported that at the closure of the procedure, the fiber glass tip broke when removing it. The procedure was able to be completed without patient complications. It was observed that no fiber fragments fell inside the patient.

Event description:
It was reported that at the closure of the procedure, the fiber glass tip broke when removing it. The procedure was able to be completed without patient complications. It was observed that no fiber fragments fell inside the patient.